Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced ongoing, intermittent high blood glucose (bg) levels (over 400 mg/dl), the customer changed the pump supplies, delivered a correction bolus and administer an injection of insulin; however, the high bg level had not resolved. The customer changed the vial of insulin and the high bg level was resolved. The customer thought the vial of insulin may have been compromised. Tandem technical support advised the customer to discuss the event with a healthcare provider.